Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device does not correctly display e4 occlusion errors. She has experienced elevated blood glucose since (B)(6) 2011 and went to the hospital on (B)(6) 2011 with a blood glucose of 480 mg/dl. Normal blood glucose is 100-180 mg/dl. While at the hospital, patient continued to deliver boluses and blood glucose eventually stabilized. Infusion device was replaced and requested for evaluation. No additional information was provided.